Event description:
Customer stated that the insulin pump alarmed motor error. Customer also reported a hospitalization due to low blood glucose. Customer was involved in a vehicular accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 2032227-2014-03547.